Event description:
Ice soundstar equipment used during case had blood on the part handed off to be plugged into our ultrasound machine. Unsure if the blood was on there when item was opened or this was from the current patient. Staff did not come in contact with this. Was seen by rep here for our equipment for ep ablations. Biosense webster, irvine, ca 92618 us.